Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that patient said for the last 3 weeks, they have had less than 8-9 minutes before they have the urge to have a bowel movement. Patient said they only get about 7 minutes of warning before they need to go to the bathroom. Patient mentioned they had to turn their therapy off for an MRI, and when they turned it back on, they decreased the stimulation from 0.4 to 0.3 because the stimulation was too much for them. Patient stated that since then they haven't had much of a warning for bowel movements. Patient services reviewed how to change programs and increase stimulation. Patient was able to successfully connect to their settings and change programs. Patient increased stim to a comfortable level. Patient will monitor symptoms.